Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported low fio2 alarm and will not pass calibration on the avea ventilator during pre-use. Initial report from customer stated no patient involvement but upon further investigation the customer stated "I do not know but it probably was" but "no patient injury/harm was reported to me".